Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in clinic with vertigo and fatigue. During follow-up, the device was unable to be interrogated. The device was noted to be in backup mode. The device was explanted and replaced. The patient was stable and will continue to be monitored.